Event description:
It was reported that the pt was implanted when she was (B)(6) in 1999. She used her audio processor on a regular basis, but then in 2003, she didn't want to use it all the time. She never used it again after she (B)(6) in 2006. The pt is (B)(6) and wished to use the implant again. She wore the audio processor in (B)(6) 2012, but was not able to hear anything.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.